Event description:
It was reported "3cg stylet fractured off during PICC insertion on friday morning. Rn described the insertion as being difficult and ultimately unsuccessful." Were all pieces of the wire retrieved from the patient? Yes. Was there any patient harm reported? No. Additional info. Received via mw "vascular access nurse attempted a peripherally inserted central catheter PICC line at the bedside. The PICC did curl. They checked the wire, and it was still intact and re-inserted the wire in the catheter and flushed it a few times. The PICC was unsuccessful, so they removed the PICC assuming the wire was intact in the catheter. It wasn't until the ir procedure to place a PICC that it was discovered that a portion of the wire was left in the patient. The patient is scheduled for a follow-up procedure to retrieve the fractured wire." Additional information received 2/2/2023: on 11/26/2021, the vascular team attempted to place the PICC line in the left upper extremity (lue). They were able to access the lue brachial vein but could not advance the PICC. It was entering the subclavian and heading up the ij and occasionally curling. The procedure was aborted. On (B)(6) 2021 an ir physician placed a right ij tunneled catheter. On (B)(6) 2021 while reviewing the imaging for dictation purposes, the ir doctor noted a 3cm metallic density foreign body projecting over the left subclavian vein. Follow up x-rays confirmed the presence of a foreign body. The patient underwent retrieval of the foreign body on (B)(6) 2021 and the foreign body was successfully removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "3cg stylet fractured off during PICC insertion on friday morning. Rn described the insertion as being difficult and ultimately unsuccessful." ¿ were all pieces of the wire retrieved from the patient? Yes. ¿ was there any patient harm reported? No. Additional information received: "vascular access nurse attempted a peripherally inserted central catheter PICC line at the bedside. The PICC did curl. They checked the wire, and it was still intact and re-inserted the wire in the catheter and flushed it a few times. The PICC was unsuccessful, so they removed the PICC assuming the wire was intact in the catheter. It wasn't until the ir procedure to place a PICC that it was discovered that a portion of the wire was left in the patient. The patient is scheduled for a follow-up procedure to retrieve the fractured wire." Additional information received 2/2/2023: on (B)(6) 2021, the vascular team attempted to place the PICC line in the left upper extremity (lue). They were able to access the lue brachial vein but could not advance the PICC. It was entering the subclavian and heading up the ij and occasionally curling. The procedure was aborted. On (B)(6) 2021, an ir physician placed a right ij tunneled catheter. On (B)(6) 2021, while reviewing the imaging for dictation purposes, the ir doctor noted a 3cm metallic density foreign body projecting over the left subclavian vein. Follow up x-rays confirmed the presence of a foreign body. The patient underwent retrieval of the foreign body on (B)(6) 2021 and the foreign body was successfully removed. Additional information received on 6/30/2023: per medical records, during the foreign body removal, imaging showed chronic left subclavian vein occlusions with multiple vein collaterals. Foreign body removal was successful with no immediate complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, radiographic image analysis, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. A segment of a 3cg stylet and two radiographic images were returned for evaluation of this complaint. The returned segment was approximately 1.2¿ long and contained the distal tip. One severe kink was seen in the stylet, 0.4¿ distal of the break site. No other kinks or bends were noted in the segment. The plastic tubing appeared slightly flared and deformed at the break site, indicating that the stylet had likely kinked prior to breaking. The break edges were jagged and irregular. The wall thickness of the outer plastic tubing was measured and was confirmed to meet the device specifications. The returned radiographic images contained the stylet fragment with the tip overlying the confluence of the left ijv and the left subclavian. No obvious kinks or bends were noted in the wire fragment. Therefore, it is unknown if the kink in the returned stylet occurred during catheter placement or if it kinked while being removed. Although the break in the wire could be confirmed, the root cause could not be determined. It is possible that the reported difficult catheter placement contributed to the break in the stylet. However, the cause of the difficult placement could not be determined from the returned stylet fragment or the images. Other possible contributing factors for the break in the stylet could include the stylet tip extending past the catheter or the stylet being removed against resistance. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Event description:
It was reported "3cg stylet fractured off during PICC insertion on friday morning. Rn described the insertion as being difficult and ultimately unsuccessful." ¿ were all pieces of the wire retrieved from the patient? Yes. ¿ was there any patient harm reported? No. Additional info. Received via mw "vascular access nurse attempted a peripherally inserted central catheter PICC line at the bedside. The PICC did curl. They checked the wire, and it was still intact and re-inserted the wire in the catheter and flushed it a few times. The PICC was unsuccessful, so they removed the PICC assuming the wire was intact in the catheter. It wasn't until the ir procedure to place a PICC that it was discovered that a portion of the wire was left in the patient. The patient is scheduled for a follow-up procedure to retrieve the fractured wire."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs2349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "3cg stylet fractured off during PICC insertion on friday morning. Rn described the insertion as being difficult and ultimately unsuccessful."